Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to dislodgment. Subsequently, the patient was hospitalized and received intravenous antibiotics as part of the treatment then the lead was successfully repositioned. No additional adverse patient effects were reported.